Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using vasoview hemopro, they heard beeping from the endo tower. Device was pulled out of the patient. It was activated and wouldn't shut off. They unplugged and opened a new evh kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp 3000 device was returned to the factory for evaluation. Sign of clinical use and evidence of blood were observed. A visual inspection was conducted. Charred blood and tissue buildup was observed on the jaws. The hot jaw was observed to be peeled at the tip with detachment. The missing silicone piece was not returned. The heater were was observed to be bent at the center of the hot jaw. The wire remained in place at the tip and base of the hot jaw. The silicone insulation on both jaws was melted, charred, cracked and whitish in color. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. We were unable to reproduce any electrical failure. Based on the condition of the device as returned and the results of the evaluation, the reported complaint for ¿device remains activated¿ was unable to be confirmed but was confirmed for analyzed failures ¿peeled; jaw", ¿material twisted/bent; wire", and "thermal decomposition of device".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using vasoview hemopro, they heard beeping from the endo tower. Device was pulled out of the patient. It was activated and wouldn't shut off. They unplugged and opened a new evh kit. The hospital did not report any patient effects.